Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, as the suture from the first leg assembly was being passed through the sacrospinous ligament, the needle detached, and was captured in the capio cage. The physician removed the device from service and completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, as the suture from the first leg assembly was being passed through the sacrospinous ligament, the needle detached, and was captured in the capio cage. The physician removed the device from service and completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly well.

Manufacturer narrative:
Visual analysis of the returned mesh assembly revealed that the needle was missing from the blue dilator. Visual analysis of the returned capio device revealed that the needle was observed inside the capio cage. Functional testing of the returned capio device showed that it operated freely and smoothly. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.